Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 3.0 x 28 mm xience v stent was deployed in the mid right coronary artery (rca). The mid rca lesion was pre-dilated prior to stenting. Then, two xience v stents (3.0 x 12 mm and 2.75 x 15 mm) were both deployed in the proximal rca lesion. Again, the lesion was pre-dilated prior to stenting. There was no reported device malfunction or pt effect noted at the time of the index procedure. However, in 2009, the pt returned with chest pain, which required new coronary intervention (restenosis). Additionally, a pacemaker was implanted. The outcome of the adverse event was reported to have been resolved the same month. No additional event or pt info is available.

Manufacturer narrative:
The other two xience v stents mentioned are being reported under this same MFR#.